Manufacturer narrative:
D4: unique identifier (UDI) # - unable to determine entire UDI number, as manufacturing information was not provided. Device evaluation update: g3, g6, h3, h6, and h11. Vyaire medical sent a field service representative (fsr) on site to evaluate the avea ventilator. The fse was able to confirm the customer's reported issue. A new user interface module (uim) was installed. A touch screen calibration was conducted. All button functions were tested, verified proper operation, conducted a verification test, and confirmed the unit is operating correctly and ready for clinical use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical: the avea ventilator continues to have a blank screen issue intermittently. No patient involvement.